Event description:
Cine image review: the procedural images confirm the details reported in relatoin to the event. The post dilatation balloon ruptured during post dilatation of the previously deployed stent. Delivery of this balloon was not observed on the images. It is not known of resistance or any other issues were encountered during device delivery. The possibility exists that the balloon became damaged on the newly deployed stent struts during delivery. This resulted in balloon burst during post dilatation activities.

Event description:
A physician was using a 3.0mm diameter x 12mm length nc sprinter rx dilatation balloon in a lad bifurcation lesion procedure performed by kissing balloon and post balloon after stent deployment. Ivus showed that the stent apposition was not good so the balloon was used again to post-dilate the stent; however it was reported that the balloon ruptured. The delivery catheter was removed from the patient but part of the ruptured balloon was hanging in the left main and could not be pulled out and the stent was implanted over it. The patient had ¿shocked a few times¿ during the procedure with mental conditions. No other clinical sequelae were reported.

Manufacturer narrative:
Results: balloon ruptured when device was used again to post-dilate. Device or procedural images not provided for review. Device not returned for evaluation. Conclusions: device not returned for evaluation. Balloon ruptured when device was used again to post-dilate. Device or procedural images not provided for review. (B)(4).